Event description:
Medication was not coming out of 2 nasal sprays [product delivery mechanism issue] no adverse event. Case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient started treatment with albuterol sulfate inhalation (strength, dose, frequency) for an unknown indication. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg, inhale two to four puffs by mouth every 4 hours as needed (ndc: 69238-1291-1, batch number: ai25018, ai25019, expiry date: oct-2027 and serial number: (B)(6) and not reported for other nasal spray) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On unknown date in (B)(6) 2026, the patient received a sealed medication box from (B)(6) pharmacy and on unknown date of (B)(6) 2026 she started using the nasal spray and after 1 week the medication was not coming out of the nasal spray (spray pump was not working) and on unknown date of (B)(6) 2026, she received another medication box from her pharmacy and she observed the same issue with the second nasal spray. She provided the dose counter reading for first nasal spray as 55 and second one as 157. She had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.